Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt in 2022 with setting 3. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). Due to suspicion of shunt malfunction, the valve was removed and replaced on (B)(6) 2023.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI) - (B)(4). Certas plus w/ sg (ID 828806) has been returned for evaluation: failure analysis- the position of the cam when valve was received was at setting 1. The catheter was irrigated, no occlusion noted. The valve was visually inspected; no defects noted. The valve was hydrated. The valve passed the testing for programming, occlusion, leaks, siphon guard and pressure. The valve was dried and the siphon guard was removed. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.